Event description:
The incident was reported as: the closed clips remain attached to the applier. It was difficult to withdraw the applier after stapling. No patient injury or intervention reported.

Manufacturer narrative:
Sample device is not available for evaluation. The investigation results are not available at the time of this report.